Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a company representative regarding a (B)(6), male patient who was receiving an unknown drug via an implantable pump for spinal pain. On (B)(6) 2010, the pump was implanted after the used by date (ubd) of (B)(6) 2010. No patient symptoms were reported. If additional information becomes available, a follow-up report will be submitted.